Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood visible on the shaft, hypotube and contrast in the inflation lumen, consistent with preparation and handling. The balloon was loosely folded. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The inner diameter of the guide wire lumen at the tip, past the proximal seal and the guide wire exit notch was measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. The reported difficulties were unable to be confirmed as a new guide wire was used to backload through the returned balloon catheter without resistance noted. The new guide wire was then inserted in the guide wire lumen of the returned balloon catheter and a new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure (rbp), to check guide wire movement for collapsed lumen. While pressurized the guide wire was able to move freely. Negative pressure was pulled and the guide wire was able to be removed from the returned balloon catheter without resistance noted. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficulty positioning/removing the guide for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties were unable to be confirmed and there is no indication of a product quality deficiency. All products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that during the procedure in the right coronary artery, the mini trek dilatation catheter was advanced over the non-abbott guide wire but resistance was met between the devices. The catheter exited the distal end of the guide catheter but could not advance beyond the proximal lesion. An attempt was made to remove the catheter but resistance was felt with the guide wire; therefore, both the catheter and the guide wire were removed as a single unit from the anatomy. There was no reported adverse patient effect and no reported significant clinical delay in the procedure. Though requested, no additional information was provided.